Event description:
On (B)(6) 2014, 3m espe was informed about an adverse effect that occurred in (B)(6) after the use of the products 3m espe impregum penta soft medium body (brand name in the (B)(4): 3m espe impregum penta soft) and 3m espe impregum penta soft quick setup medium body (brand name in the (B)(4): 3m espe impregum penta soft quick). One day after the pt got the dental treatment she began to suffer from swelling on the lips which spreads all over the face. One day later also the tongue started swelling and the pt sought ambulant help in a hospital. She was treated with decortin and an antihistamine and the symptoms declined and vanished completely after the week. During the treatment also other dental products also from a competitors were used.

Manufacturer narrative:
Method, results and conclusions: the products weren't returned to 3m espe and the lot numbers are not known. Therefore, no further analysis is on the product or retained sample could be done. Until the date of this report it is not clear what had caused the symptoms. Beside our product other materials from competitors were used. The pt underwent an allergy testing where different dental products showed positive results. According to the pt, the results were plainest after the testing of the polyether impression materials. This product has been assessed for biocompatibility and has been found to be safe for its intended use. As two products were involved in the adverse event, two records will be sent to FDA. This report (manufacturer report number: 9611385-2014-00002) describes the second suspect device. The first suspect device description is included in manufacturer report number 9611385-2014-00001.